Event description:
It was reported that this intra-aortic balloon could not be passed through the insertion sheath. Attempts were also made to pass this same catheter through a 10 fr sheath. When this attempt was also unsuccessful, a new arrow iab-4840-u was inserted. There were no further reported difficulties or pt complications.